Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she just got out of the hospital due to infection. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer also states that she has issues with auto mode. Troubleshooting was initially performed but later declined. Nothing will be returned for analysis.